Manufacturer narrative:
A review of the manufacturing paperwork is being conducted.

Event description:
On (B)(6) 2010, this pt presented with abdominal aortic aneurysm rupture was implanted with gore excluder aaa endoprosthesis. On (B)(6) 2010, a second procedure was performed to treat abdominal compartment syndrome whereby an additional contralateral leg component was implanted. On (B)(6) 2010, the pt expired. Cause of death was unknown.